Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with scratched case and cracked select button keypad overlay. No damage on the belt clip rails noted during physical inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 432 mg/dl at the time of incident. The customer with 4.3 units for high blood glucose level. The customer was reported that the belt clip was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.